Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient didn't take their antibiotics after pump placement and the pump pocket became infected. The pump and catheter were removed. The issue was considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.